Event description:
It was reported by the patient that she was having some shocking feelings that would come from the area of the vns generator. She explained that there is some brain tissue damage that was not there before during her ER visit that she had for an unrelated issue. The patient noted there was a high possibility of stroke and she was wondering if this could be due to vns because it started with a shock of the neck on the left side where the implant was located, up the neck, down the arm, and then slowly down the leg. She explained she was having a hard time lifting her leg. The vns representative later reported the patient had complained of pain in the chest and she doesn't know why; however, it was explained that the pain had gone away. It was later reported by the physician's office that this is a very complicated case and he believes it goes way deeper than just vns. The generator was noted to be at end of service; however, the physician did not know if he would refer for a replacement due to the complexity of the case. No additional information has been received to date.

Event description:
The patient's generator was replaced due to low battery, eos-yes. Preoperative diagnostics were within normal limits. Product return is not expected. No further relevant information has been received to date.